Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to be in back-up vvi (bvvi) mode. The cause of the bvvi mode was unknown. Corrective programming changes were made. No patient consequences were reported.